Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) screen has no image. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the reported issue. The fse replaced the coiled cable in order to fix the issue. The fse then performed a full calibration and tested the unit. The equipment worked to manufacturer's specifications. The unit passed all functional and safety tests. The unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) screen has no image. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.